Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with moisture damage found on the electronic, motor, vibrator, and battery tube assembly during visual inspection. No unexpected count down or vibrate anomaly noted during testing. Unable to perform basic occlusion, prime, excessive no delivery due to moisture damage on the electronic and motor assemblies. The device had cracked case on the lcd display window corners, broken battery tube threads, cracks on the reservoir tube and lip, cracks on the reservoir tube window, and missing end cap sticker.

Event description:
Customer reported she had jumped in the pool with her insulin pump. Customer's blood glucose was 67 mg/dl. Customer stated that the insulin pump is vibrating without an alarm or alert. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
This report is provided because our first follow up report was submitted missing some of the device evaluation codes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.